Manufacturer narrative:
On the 26 november 2018 the supplier of the implant reported: the component properties and the microstructure as obtained from the quality documents fulfill the requirements as specified at the time of production. There are no indications of any pre-existing material defect. Due to a lack of ceramic parts further investigations cannot be done. Batch review performed on 03 december 2018- lot: 180538: (B)(4) items manufactured and released on 19 june 2018 . Expiration date: 2023-06-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
7 days after primary the surgeon revised the patient for a dislocation. Before the revision the patient experienced two dislocation anatomically reduced. Only head swap. The surgery was completed successfully.